Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast reconstruction with a 650cc cpx4 with suture tabs medium height smooth expander experienced left sided deflation post procedure. The device was stated to have flattened. As a result, replacement with another 650cc cpx4 with suture tabs medium height smooth expander was performed on (B)(6) 2020. The device had been filled to 200ccs at the time of the deflation.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 25, 2020. Device evaluation summary: during visual evaluation, a tear was observed at the union between the shell and suture tab, located at 6 o¿clock. The shell of the device was found blue. Microscopic examination was performed, and the cause of the rupture could not be identified. Device colored in blue is due to dilute methylene blue in the expander to detect early leaks. However, according to the information received, it could not be determined that it was used. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).